Event description:
The customer reported a loss of a diagnostic live image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. A filament calibration was performed. The user was also educated in regards to proper system operation in regards to image quality. The system was tested and found to be working as intended and returned to service.